Manufacturer narrative:
Follow-up #1 date of submission 04/22/2015-product analysis:the device was returned and evaluated by product analysis on 04/13/2015 with the following findings:the display screen lens was found to be scratched. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was unresponsive. There was evidence of keypad contamination found under all key contacts. A battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-cracked) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).